Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 03/10/2011, belt 08/28/2015.

Event description:
A us distributor contacted zoll to report that a patient had passed away while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recordings, the device was started up at 20:20:06 on (B)(6) 2021. Bradycardia was detected from 21:07:00 to 21:08:29. Per the continuous ECG recordings, the patient was in a sinus rhythm at 70 bpm with motion artifact/electrode lead fall off/CPR artifact. The rhythm then degraded to vf with CPR/motion artifact from approximately 21:09:43 until the device shutdown. CPR/motion artifact obscured the patient's rhythm and prevented detection of the arrhythmia. The device was shutdown at 23:48:04 on (B)(6) 2021. The patient passed away on (B)(6) 2021.